Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. It was decided to perform a defibrillation threshold (dft) test in the near future. At this time, no changes have been performed. This lead remains in service. Attempts were performed in order to inquire for the model/serial number of the lead, however at this time, no further information is available. No further adverse patient effects were reported.